Event description:
It was reported that high impedance was detected on the patient's generator with system diagnostics. It appeared that the device was disabled due to this. The patient underwent a replacement of lead and generator due to the high impedance detected. Product return is not expected. No further relevant information has been received to date.